Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device displayed high lead impedance during interrogation. A capture test was performed several times and no capture was noted. Suspected loose setscrew or dislodgement. The patient was seen again and all measurements were in range. The physician opted to monitor the patient.